Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, on (B)(6) 2024, the patient was given crrt blood purification treatment. After the treatment started, the machine showed a high-pressure alarm and suspected that the tubing was not clear, so after checking the tubing, it was found to be a bent and twisted dialysis catheter. The pressure of the pipeline returned to normal after it was refixed. The machine operated normally and had no adverse effects on the patient. No other information was provided.